Manufacturer narrative:
The insulin pump received with intermittent act and up button response due to corroded keypad traces. No display ramping on its own anomaly noted. No frozen display noted. Device received with operating currents within spec. Device passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device received missing end cap sticker, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that numbers continued to scroll on screen during bolus wizard. It was also reported that the display screen was frozen and the esc and act buttons were not responding. Insulin pump will be replaced.